Event description:
Customer reported receiving inaccurate erratic readings. In blood glucose tests, customer received readings of 470 and 145 mg/dl within 10 mins. The results when plotted on the parkes error grid fell into the 'c' zone showeing the didfference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.